Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow" was not reproduced. Evaluation sent the device to flowline for flow rate accuracy testing with a delivery rate of 40ml/hr and volume to be infused of 40ml the test resulted in 41.137ml which is an error percentage of 2.8425%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. An over or under infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.